Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) study. It was reported that vessel perforation occurred. The subject underwent treatment with the ranger drug coated balloon on (B)(6) 2021 as a part of the (B)(6) clinical trial. The target lesion 001 was in the right mid popliteal artery with proximal reference vessel diameter of 5 mm and distal reference vessel diameter of 5 mm with lesion length of 80 mm and 100% stenosis and was classified as tasc ii c lesion. Treatment of target lesion was performed by dilatation with study device, ranger drug coated balloons of 4 mm x 80 mm and 5 mm x 40 mm. Following treatment, the final residual stenosis was noted to be 0%. The target lesion 002 was in the right common femoral artery at the site of the proximal anastomosis of the graft with proximal reference vessel diameter of 6 mm and distal reference vessel diameter of 6 mm with lesion length of 60 mm and 100% stenosis and was classified as tasc ii c lesion. Treatment of target lesion was performed by dilatation with study device, ranger drug coated balloon of 6 mm x 60 mm. Following treatment, the final residual stenosis was noted to be 0%. On (B)(6) 2021, on the same day of the index procedure, following balloon angioplasty in the target lesion with the study device and thrombolysis, follow up angiogram was performed which revealed perforation at balloon angioplasty site at proximal anastomosis of femoral-popliteal bypass graft in the common femoral artery.